Event description:
The customer reported to olympus, the flex deflectable videoscope rubber part was peeled off at the tip. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive around the objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the adhesive on the bending section cover had a chip. The device evaluation found that the adhesive around the objective lens was peeled. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the indication on the video plug section was not correct. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that the event caused by stress of repeated use, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The instruction manual / operation manual ¿preparation and inspection: inspection of the endoscope¿, chapter 3, section 3.3, identifies the following related verbiage which could have prevented the phenomenon: ¿inspection of the endoscope: inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿ olympus will continue to monitor field performance for this device.